Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that on (B)(6) 2009, a mesh removal was performed.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, infection, kidney stones, and dyspareunia. The patient underwent a surgical procedure on (B)(6) 2008 and an aris trans-obturator mesh was implanted into the patient due to recurrent stress urinary incontinence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.